Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the patient underwent an articular surface revision due to infection after a total knee arthroplasty.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The articular surface was returned for evaluation. The articular surface was in good condition with no obvious damage noted. DHR was reviewed and no discrepancies relevant to the reported event were found. The device analysis indicated that the device met specification. Review of the complaint history determined that no further action is required as no were trends identified. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per the persona knee system package insert, infection is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent an articular surface revision due to infection after a total knee arthroplasty. The patient underwent a poly swap approximately one month after the primary surgery.